Manufacturer narrative:
(B)(4). Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for needle hub separates on lot # 9294643. A review of risk management 150rmn-0001-16 revision 13 indicates that the potential risk of this specific reported incident (syringe, needle hub separates) was captured and addressed appropriately. Investigation summary: customer returned (6) 3/10cc, 12.7mm, 29g syringes in open poly bags from lot # 9294643. Customer states that when removing the orange shield, the needle with the shield was separated from the hub. All returned syringes were examined and 3 out of 6 samples exhibited the hub-needle/shield separated from the barrel. No defects were observed on the remaining 3 syringes. Samples will be forwarded to manufacturing ((B)(4)) on 30jul2020 for further review. A review of the device history record was completed for batch# 9294643. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications [200858396, 200858597, 200842714] noted that did not pertain to the complaint. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: as per investigation completed by manufacturing under investigation child (B)(4). On 27 july 2020, (B)(4) received photo complaint. A visual evaluation of photo found (3) polybags. (1) polybag had (2) syringes with no needle assemblies attached. There did not appear to be any damage to the tip of the barrels, or anywhere on the syringe. There did not appear to be any core pin damage. (1) syringe with no obvious manufacturing defects. (1) polybag with (1) syringe with a raised shield. There was no gap between the hub and barrel. (1) polybag with (2) syringes with no obvious defects. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. CAPA #: (B)(4). Rationale: CAPA (B)(4) has been opened to address this issue.

Event description:
It was reported that syringe 0.3ml 29ga 1/2in 7bag 420cas (B)(4) needle separated from the hub before use. The following information was provided by the initial reporter: when removing the orange shield, the needle with the shield was separated from the hub.